Event description:
Patient had their generator and lead explanted due to an infection, captured in MFR. Report # 1644487-2021-01736. The devices were returned and underwent product analysis. The lead analysis revealed that abraded openings were observed in the outer and the inner (negative coil) silicone tubing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.